Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6301542, medical device expiration date: 2021-10-31, device manufacture date: 2016-10-27. Medical device lot #: 6363862, medical device expiration date: 2021-12-31, device manufacture date: 2016-12-28. Medical device lot #: 6361552, medical device expiration date: 2021-12-31, device manufacture date: 2016-12-26. Medical device lot #: 7025562, medical device expiration date: 2022-01-31, device manufacture date: 2017-01-25. Medical device lot #: 7073932, medical device expiration date: 2022-02-28, device manufacture date: 2017-03-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the print on a bd oralpak ¿ 10ml oral doser flakes off the syringe leaving ¿foreign matter¿ in the boxes. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: not confirmed: bd was not able to confirm/ reproduce the incident in question. Samples/ photos analysis: a sample was received, and it is not possible to confirm the complaint defect. DHR review: it was verified the complaint batches record. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed general visual inspection each 1 hour at 33 parts at marking process. Qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance records that could related to defect were observed. Conclusion: it was performed the DHR, quality notification and maintenance analysis to complaint batches and no occurrences potentially related to the defect was observed. The images provided by the customer and retain samples are evaluated and it is not possible confirm the defect. Also at retain samples it was performed ink permanency test and no deviations observed. Thus it is not possible confirm the defect of this complaint was related of bd process. Investigation conclusion: it was performed DHR evaluation and no occurrences potentially related to the defect was observed. Based on retain samples evaluation and tests performed, it is not possible confirm the complaint.